Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. Field representative met with the patient and after several attempts, was able to recover the ipg. Patient has adequate therapy. Issue was resolved.